Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks. Upon interrogation, multiple vf episodes and inappropriate therapies due to double counting were observed. High capture threshold and low sensing were also noted. X-ray revealed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.